Manufacturer narrative:
The customer's meter was returned for investigation. The investigation found that the display is damaged due to being dropped. It has been determined to be a result of customer mishandling. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with a accu-chek inform ii meter, which could cause misinterpretation of results. The reporter stated the right side of the display has black lines, the lower half of the display is dark, and the bottom of the results field is not visible. The reporter performed a meter reset but the issue persisted. The reporter confirmed there was no damage to the meter and the meter was charged. No misinterpretation of results were reported.